Manufacturer narrative:
Concomitant medical products: dtmb1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high rate non-sustained tachycardia episodes and high sensing integrity counters on the right ventricular (rv) lead. Oversensing was also observed due to lead noise. The sensing vector was changed and no oversensing was observed. The rv lead remains in use. No patient complications have been reported as a result of this event.